Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received november 10, 2015. The product associated with batch 4g02134 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she developed a red rash under the tape collar and extended below her umbilical area. She denies itching. She saw her dermatologist, who diagnosed as a fungal infection and prescribed a topical steroid (name not provided) and miconazole cream. Instructed to use the ostomy belt when she cuts the tape collar off of her skin barrier.